Event description:
Seven coils (including 1 cerecyte 3d coil from micrus endovascular) were used in an aneurysm coiling procedure. It was reported the physician observed metallic artifacts in the vasculature distal to the coiled aneurysm (from MRI images). No pt injury reported or clinical symptoms reported.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was implanted in the pt.